Event description:
Smiths medical intl ltd., has been notified of an event of the tracheostomy tube had leaked through the cuff after three days insertion. No adverse outcome to pt. The product was tested before use. Event occurred in another country.